Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced fluttering or palpitations over the past two days. It was found that the right atrial (ra) lead thresholds had increased, impedance had risen to high levels, and there was inappropriate mode switching due to noise. Fracture was suspected. The lead was programmed off. No further patient complications have been reported as a result of this event.